Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one day after the patient presented in-clinic for a bi-ventricular implantable cardiac defibrillator upgrade, thresholds indicated that the left ventricular lead had dislodged. During the lead revision procedure, there was difficulty in removing the lead due to the patient's anatomy. However, the lead was removed and revised successfully. It was noted that upon removing the lead and flushing it, there were small clots were in the lead. The patient is recovering.